Event description:
Covidien (B) (4) received a report that the screen locked up during use on the third day after first use and while in use on a patient; also, no alarm was activated and no error code was displayed during their incident of lock-up. No patient harm occurred.

Manufacturer narrative:
The unit was received by covidien (B) (4) for evaluation and testing; could not confirm the reported problem; the unit has been returned to the manufacturer, mediana, for continued evaluation.